Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 415 mg/dl at the incident. The customer stated that they were having trouble doing the insertion of the insertion set. The customer stated that the cannula was bent. The customer declined troubleshooting as they knew the reason behind it, it was due to wrong insertion. The insulin pump will not be returned for analysis.